Event description:
Paramedics responded to a person described as in full cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device's ECG displayed dashed lines in paddles mode. A backup device was on the scene and immediately used and the pt's ECG was properly displayed as asystole. The pt was not resuscitated but the reporter stated the pt death was not the result of the alleged malfunction because of the immediate use of a backup device and the lack of the pt's viability.